Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer received a button error on the insulin pump and some of the buttons had been causing issues. The customer's blood glucose was 14.9 mmol/l. The customer was advised to discontinue use of the insulin pump. Nothing further was reported.